Event description:
A surgeon reported that following bilateral intraocular lens implant surgeries, a pt is experiencing diplopia both monocular and binocular. No medical or surgical intervention has been required and f/u with the surgeon indicates the source of the diplopia is not known. When the pt puts on +3.00 readers, visual acuity is 20/20 at near with no ghosting. MDR # 1119421-2007-00075 -- od (right eye). MDR # 1119421-2007-00076 -- os (left eye).

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. Add'l info was requested by fax and mail on 02/07/2007. Phone f/u was conducted on 2/23/2007. A completed questionnaire was rec'd on 02/09/2007.